Event description:
It was reported that the patient presented to the clinic for a device check after receiving inappropriate atp therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made. It was noted that patient recently had dialysis and other health conditions, patients medications and electrolyte levels will be managed.